Manufacturer narrative:
One sample was received for evaluation. The received sample was inflated using a syringe and inspected for damages. The sample lost pressure immediately after inflation, but no obvious defects seen during visual inspection. The sample was then submerged under water to detect for leakage. A fine leak was detected on the cuff surface. Under 4x of amplification a small hole was detected. No discrepancies were found during manufacturing process review. There were no sharp edges on the product line or packaging operations observed that could potentially have damaged the cuff. The instructions for use states a requirement of leak testing all tracheostomy, tracheal and endobronchial products immediately prior to use. It also cautions to guard against cuff damage by avoiding contact with sharp edges. Based on the evaluation of the returned sample and fact that it had been in use for 12 hours prior to issue, it can be concluded that the unit was most likely damaged during use.

Manufacturer narrative:
Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the tube cuff ruptured approximately 12 hours into use. No patient injury or adverse event was reported.